Event description:
Reporter informed that the diabetic doctor has used this bgstar and the values shown were 50% higher than the values shown by the glucometer from abbott. She reported that once the value shown by the bgstar was 100 mg/dl higher than the other glucometer. Due to the bgstar measurement, she has applied more insulin than necessary and experienced hypoglycaemia.

Manufacturer narrative:
The device has been requested but has not been returned to the manufacturer. Neither the meter serial number nor the test strip lot number was provided. The owner's guide and previous field returns have been reviewed. There is no evidence from previous field returns the event was caused by a meter malfunction. Based on the limited information provided, the root cause of the discrepant values between meter brands could not be determined. Environmental factors, medical conditions and testing practices could have contributed. The actual meter values were not provided. The time between comparisons is not known. No corrective action will be performed because no system error can be confirmed. This event will continue to be trended.